Event description:
It was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer to use room temperature insulin as instructed and that static issues could occur due to large differences in measured pressure used to calculate remaining insulin and that once true remaining insulin matched the static value the estimate would begin to decrease normally.